Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 199 mg/dl. Customer stated that the pump won't rewind and the self test cannot be completed. Customer stated that the last alarm received was for a bad battery. Customer stated that the reservoir icon was missing and the battery icon was empty. Customer put in a new battery and it asked to program the time/date. Customer programmed the time/date. Customer declined further assistance. Customer will be sent a battery cap to try. Customer called back after receiving the battery cap and there was a black dot on the screen and the battery icon was blank. Customer stated that they received a low battery alert prior to the off no power alert. Insulin pump will need to be replaced. Customer may continue to wear the pump until the replacement arrives if they insert a new battery. Customer also reported a keypad anomaly. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.